Manufacturer narrative:
An image was provided. The image shows an infected area with red/purple color throughout the wound. The venaseal kit was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal treatment of the great saphenous vein (gsv). No issues occurred during the procedure. The catheter tip was 5cm from the saphenofemoral junction (sfj) to initiate treatment and the patients gsv was compressed during treatment. It was reported the patient experienced skin discolouration with white pus leaking from the incision site one week post procedure. The patient was prescribed antibiotics. The access site is reported to be healing and the inflammation is reducing.